Event description:
This is filed to report the clip opening while locked requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+. An xt clip was advanced in the patient and placed on a2/p2. During deployment while turning the arm positioner, the clip opened from closed to approximately 30 degrees. The clip was implanted but residual mr remained. An additional two clips were implanted medial and lateral to the first clip for stabilization. The procedure was complete with four implanted clips and the mr reduced to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unintended movement (clip open while locked) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event was reviewed by a clinical r&d engineer, and the reviewer stated ¿two (2) fluoroscopic still images were provided. The first image was taken during usage of the first cds (reported device) as there is only one clip deployed and visible in view. The delivery catheter (dc) is fully retracted such the radiopaque tip ring is against the steerable sleeve soft tip, with a large gap between the l-lock shaft of the dc and the clip, indicating the image was taken post mechanical separation of the clip. The clip is angulated relative to the fluoro view, such that the clip arm plane is visualized at an angle. Based on the image, the clip arm angle appears to be ~30° - 40°. The second image shows four fully deployed clips with no cds/sgc in view, indicating the image was taken post deployment of the final (4th) clip implanted. As it was reported that a clip was implanted on either side of the first clip (reported device) it can be deduced that the first clip is the middle left clip in the image. In addition, the clip arm angle appears consistent (~30°-40°) as in the first image. Comparatively, it is apparent that the first implanted clip with the reported cowl issue is opened to a larger degree than the subsequent three implanted clips, each of which appears to be fully closed (~10°). While the arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the reported clip is opened to a larger degree than the other three implanted clips that did not have a reported issue. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the images.¿